Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in the lesion. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal to mid right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, upon ablation of 3-5 times at a speed of 180,000 rpm each within 10-15 seconds, it was noted that the burr got stuck in the lesion. When the entire rota burr system was pulled back, the tip of the burr got detached. The shaft, sheath and wire were cut and inserted guide plus catheter to release the burr. The entire system were removed without patent complications reported.

Event description:
It was reported that the burr was stuck in the lesion. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal to mid right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, upon ablation of 3-5 times at a speed of 180,000 rpm each within 10-15 seconds, it was noted that the burr got stuck in the lesion. When the entire rota burr system was pulled back, the tip of the burr got detached. The shaft, sheath and wire were cut and inserted guide plus catheter to release the burr. The entire system were removed without patent complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device was completed. The coil and sheath returned separate. The total returned length of the coil portion was 140.6cm, which was detached on both the proximal and distal end, and was found to be stretched. The coil portion was removed from the wire with great resistance due to the stretched damage. The burr returned detached which was able to be removed from the wire with no resistance or issue. The total returned portion of the sheath was 136cm. The sheath contained numerous kinks and was detached on the proximal end indicating the device was likely cut. Additionally, there was blood present within the distal end of the sheath consistent with procedural use of the device and device detachment. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to patient condition. It was considered likely that the reported events and device damages occurred due to a direct interaction with the lesion characteristics.